Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and detachment occurred. The stenosed target lesion was located in an arteriovenous fistula in the patient's left upper arm. The 7.0x40mm mustang balloon catheter was advanced and during the first inflation, the balloon ruptured circumferentially at an unknown pressure. A portion of the balloon subsequently detached and removal attempts were unsuccessful. After approximately 10 minutes attempting to remove the balloon fragment, the physician opted to perform a surgical cut down to the vessel. The balloon was successfully removed and the lesion was then treated with a different balloon. The patient was discharged to her home the same day. There were no additional patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and detachment occurred. The stenosed target lesion was located in an arteriovenous fistula in the patient's left upper arm. The 7.0x40mm mustang balloon catheter was advanced and during the first inflation, the balloon ruptured circumferentially at an unknown pressure. A portion of the balloon subsequently detached and removal attempts were unsuccessful. After approximately 10 minutes attempting to remove the balloon fragment, the physician opted to perform a surgical cut down to the vessel. The balloon was successfully removed and the lesion was then treated with a different balloon. The patient was discharged to her home the same day. There were no additional patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the balloon material was torn both circumferentially and longitudinally. It was noted that the tip inside the balloon material was broken, severely stretched and measured approximately 100mm proximal to its distal end. The distal portion of the balloon measuring 55mm was attached to the distal portion of the tip. The proximal portion of the balloon was not returned for analysis. Examination of the distal portion of the tip noted that it was severely kinked. Further examination noted a hole under the balloon material just proximal to the proximal edge of the distal balloon sleeve. A visual and tactile examination of the remainder of the shaft found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).